Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.7, g.1, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "severe pain and capsular contracture, baker grade iii/IV." And "fatigue, night sweats, headaches and body aches" this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "severe pain and capsular contracture, baker grade iii/IV ." Healthcare professional also reported "fatigue, night sweats, headaches and body aches"; these events are not related to the device. Device remains implanted.